Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0871 inches. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Total of 51.125 units of normal bolus was delivered on (B)(6) 2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. Harm reported with no reported allegation of a device malfunction not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer blood glucose value was 400 mg/dl and hyperglycemia was treated with insulin pump. The event involved product mmt-1884, mmt-397a, mmt-332a, mmt-7040ma. Troubleshooting was not performed. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-397a, mmt-332a, mmt-7040ma. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.